Manufacturer narrative:
The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. No parts were returned for failure investigation, therefore the root cause at the component level could not be determined.

Event description:
The customer reported that the ventilator alarmed and displayed codes that indicated a spi bus failure. The fse reported the device was not in use on patient.